Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo was being stocked when damage was noted. According to the complainant, during stocking, it was noted that the jaws of the device were bent. No damage was noted to the device packaging. The device was not used for a procedure. There was no pt involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).